Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/07/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What tissue was damaged? Was there any patient consequence? Was medical or surgical intervention required to resolve the tissue damage? What is the lot number?

Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2017 and suture was used. It was noticed that the needle shape looked like a j shape taper point rather than actual specification of a circle. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). There was no sample received for analysis. Only a picture of the sample was sent. Upon visual inspection of the picture, an opened sample with body fluids at the paper folder and the needle/suture outside of the winder former could be observed, in addition, the needle has an incorrect curvature and no an incorrect component.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: what tissue was damage? Organ. Was there any patient consequence? No, but tissue damage to wide because swage is too large (tissue damage is not fit with the needle size) -was medical or surgical intervention required to resolve the tissue damage? Stitch back-what is the lot number? Laz361. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.